Event description:
Earlier in (B)(6), the patient initially had a conversation with the engineer manager regarding the material composition of the synthes implants she has. She informed him she needed the information because she was going for allergy testing since she ¿had an immediate auto-immune response¿ after the surgery 4 years ago and has continued to suffer ¿severe health issues¿ since. She is trying to determine the cause of her difficulties. Spoke with patient on (B)(6) 2014 regarding her experience with synthes parts that were implanted in 2011. (B)(6) 2009, she had removal of bone and disk at l3-s1 due to a disc rupture, no parts implanted. Since then, she has been experiencing chronic pain due to failed back surgery syndrome and numbness and tingling of the right lower extremity including her foot. Then, she had a two level lumbar fusion at l3-l5, surgery on (B)(6) 2011 due to a disc rupture. Approximately 6 weeks after surgery, she was diagnosed with hashimoto¿s hyperthyroiditis. Her doctor told her it was a ¿coincidence.¿ she experiences fatigue, weakness, cognitive issues, depression, fibromyalgia, neurological problems. She states after the second surgery in 2011, the numbness and tingling went away and now it¿s come back. She stated, ¿I felt better 6-8 months post-op¿ (after the 2011 surgery). She also stated, ¿I did better 2 years ago compared to today.¿ she does not have any hardware problems and no plans for a future revision. She sees a pain management doctor and many other health care professionals. She recently had radiofrequency ablation of the left side of the surgical area for treatments of the pain. She did have an allergy test and it was identified she has a nickel allergy.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This is for an unknown quantity of matrix transconnector with unknown lot number implant surgery in 2011, actual date and parts unknown. Without a lot number the device history record review or the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.